Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint verification failed, and device access using a password required a witness. This was a daily issue with the device in or6. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) had witness required. A technical support specialist (tss) dialed into the station within the scheduled timeframe, logged in as admin, reinstalled the bio ID driver following knowledge article - bio ID fails after pushing rss es 1.8 lumidigm update, and restarted the station back to application and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.